Event description:
A health care professional via study reported that following a intraocular lens implant procedure, the subject came with 28 degree toric iol axis rotation detected during visit 02 (1-week post-op). Intended axis was 167 degrees, however axis measured during 2nd visit was 015 degrees. Postoperative surgical intervention was needed to reposition the toric iol (from 015 degrees to 167 degrees). Subject outcome was not recovered/not resolved. As per the investigator, the event was related to the device. Additional information requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.3.,h.3., and h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. No product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in g.2. Additional information has been provided in b.5., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information requested and received stating that the outcome was recovered/resolved. No device deficiencies or surgical complications occurred during the intervention. Patient was seen 24h following repositioning surgery, sae resolved on (B)(6) 2024.